Event description:
It was reported that the device exhibited a last error code lec1260 and crc error. The issue was discovered during a functional test, there is no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.